Event description:
It was reported the needle deployed early; after removing the pod needle cap and prior to pressing ¿start¿. The pod was worn for less than 1 hour and no adverse patient impact was reported. A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received in the partially deployed position. The linkage assembly was observed to not be completely deployed but slightly extended. The hard cannula was found to be bent. The bended hard cannula prevented the fully retraction of the slide retract. Even though during inspection of the device the bended hard cannula prevented retraction of the slide retract, the exact timing could not determined and therefore it could conclusively be determined that the bended hard cannula caused the partially deployment. The device was inspected and no issues were noted with the rail mechanism and linkage assembly. It could not conclusively when the damage occurred to the hard cannula and if the damage contributed towards the reported symptom code. The exact timing of the deployment could not determined. It could not be exactly determined what caused the needle to be partiality deployed of if the needle deployed early. The soft cannula was found to be damaged. The tip of the soft cannula was found to be torn off. The tearing of the soft cannula caused the soft cannula to be measured shorten than specification. The exact timing of the damage could not be determined, however it could be concluded that the damage did not contribute towards the reported symptom code.